Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio delivery system. The defect was balloon-sized to 20mm but had a 3mm aortic rim; transesophageal echocardiogram (tee) was also used. During procedure, the occluder was deployed in the left atrium. However, the left disc experienced a cobra deformation that persisted despite attempts to re-form the device. The occluder was never released from the delivery cable and removed from the patient. A new 22mm amplatzer septal occluder was then attempted to be implanted using the same trevisio delivery system. However, this device also deformed with a cobra shape. The 22mm occluder was never released from the delivery cable and removed from the patient. There were no interactions with cardiac structures during deployment and no kink/angulation was observed with the delivery system. It was exchanged for another 22mm amplatzer septal occluder, which was successfully implanted using the same trevisio delivery system. The patient never experienced a rhythm change during procedure and remained hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.